Event description:
During pre-operative setup, the TMINI initially failed the homing sequence. Following a system reset, the device successfully completed homing. During placement of the distal resection fixation pins, the TMINI drill engaged and rotated before the trigger was intentionally depressed. The device was removed from service and replaced with another TMINI system. The surgical procedure was completed robotically without patient injury or delay requiring conversion to an alternative surgical technique.

Manufacturer narrative:
THINK Surgical received the complaint on 01-Jul-2026 regarding a TMINI system (SN: (b)(6) that initially failed homing and subsequently exhibited unintended drill rotation before the trigger was intentionally depressed during placement of distal resection fixation pins. The device was removed from service, replaced with another TMINI system, and the procedure was completed robotically without patient injury or adverse clinical outcome. To investigate the issue, the returned device was evaluated by the manufacturer through review of system log files, functional testing, production-equivalent workflow testing, Device History Record (DHR) review, and risk review. Log analysis demonstrated repeated transitions between ENABLED and DISABLED drill states consistent with the reported malfunction. Functional evaluation identified that the trigger actuating magnet was detached from the trigger assembly. DHR review confirmed the trigger magnet was installed during manufacturing. Based on the investigation, the reported malfunction was most likely caused by a detached trigger actuating magnet.